Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Inserted a test p cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip, partially broken retainer ring, broken battery tube threads, cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack. Customer stated lip ring damage. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.